Event description:
The patient's family member reported that the pt no longer responded appropriately to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.